Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong catheter. A gross visual inspection of the returned catheter found that a complete break had occurred on the catheter tubing between the between the 32 cm and 33 cm depth markers. Microscopic inspection of the break site found that the fracture surface was granular and very rough. The edges were also rough and uneven. A portion of the distal fracture site had a worn and rounded edge, a feature typically observed in flexural fatigue failures. However, the rest of the features observed were atypical of flex fatigue and only indicated that tensile stress may have contributed to the observed damage. Based on the available evidence, factors which may have contributed to the reported event were identified. However, there was not enough evidence to conclusively determine how the break occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during the removal of a PICC line for a patient, the catheter suddenly fractured. A 23.5 cm segment remained lodged within the patient's body. Immediately consulted the interventional radiology department and performed an interventional procedure to extract the retained catheter. The PICC catheter had been in place for only about five months, not the full year specified in the instructions. No difficulty was encountered during removal. No other information was provided.